Manufacturer narrative:
Date of initial report: (B)(6) 2017. One lf1737 ligasure device was received, and an evaluation confirmed the reported issue with a detached component. Visual inspection found one of the ceramic dots on the jaw is missing and was not returned. Visual inspection found eschar and blood on the side of the jaw. The customer reports the device was not used on a patient. Damage to the jaw and missing ceramic dot indicate an arcing or sparking event did occur. This would result from grasping a metallic object within the jaws. When the device was activated in open air a regrasp alarm occurred, which would prevent the device from arcing or sparking because it cannot activate. The investigation identified the root cause of the reported event to be user error. The IFU warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. Contact between an active instrument electrode and any metal objects (hemostats, staples, clips, retractors, etc..) May increase current flow and may result in unintended surgical effects or insufficient energy deposition. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use in a procedure, the device sparked when activated in the air. The device was not used on a patient and there was no patient injury. Examination of the received device also found one of the electrodes is missing and was not returned.